Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that routine vent filter analysis revealed evidence of bearing wear, indicating the pump was approaching end of life. A decision was made to replace the lvad with the MFR's clinical trial lvad.

Manufacturer narrative:
The pt remains ongoing with the MFR's clinical trial lvad. The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time.